Event description:
Upon deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral leg component, 2cm of the proximal end of the device did not deploy, although the remainder of the component fully deployed. The undeployed end remained tightly wrapped on the delivery catheter, which could not be withdrawn. Wire access through the undeployed portion of the device proved to be extremely difficult. Following two hrs of attempts, the device was finally deployed. Adequate seal was obtained and no endoleaks were evident. During the extended procedure time, the pt lost three units of blood and required transfusion. At last report the pt was in stable condition.